Event description:
It was reported the patient met with a manufacturing representative the last week in (B)(6) and the representative told the patient the implantable neurostimulator (ins) had turned itself off. It was noted the manufacturing representative was able to ¿jump start¿ the ins and then it had worked. Additional information received reported that the patient¿s device wasn¿t functioning and they would like to have the implantable neurostimulator (ins) checked out by a manufacturing representative. It was noted that this issue began ¿quite some time ago.¿ additional information received reported that the patient believed there was something wrong with the lead because the implant kept turning off and there was tissue damage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was not a lead issue and the impedances were checked and all were within normal limits. It was unknown how many times the implantable neurostimulator (ins) turned off, but the manufacturing representative recalled the patient reporting turning off the device themselves. The manufacturing representative's opinion was that the device was turning off the time she was involved was due to a discharge state.

Event description:
Additional information received reported that the patient¿s device was off. It was noted that an appointment was scheduled for (B)(6) 2014 to work to turn the device on. Additional information received reported that the manufacturing representative met with the patient and her battery was not in overdischarge, it was discharged. It was noted that the patient was scared to charge because she thought it made her swell from the waist down. It was noted that the manufacturing representative sat with the patient and charged it up to 25%, checked the impedances and turned on the stimulator to ensure she had good coverage for her painful areas. It was noted that the patient was receiving good coverage and the impedances were good. It was noted that after sitting with the patient for a few hours, she had no swelling and was doing good. It was noted that the patient would try it at home and see how she felt. It was noted that the manufacturing representative met with the patient on (B)(6) 2014 and had not heard from her with any problems.